Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, rewind test and displacement test or verify weak battery alarm and failed battery test due to blank display. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 9.6 mmol/l at the time of the incident. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.